Event description:
Reportedly a pt required a revision surgery 20 months post-op following a stapes replacement with a smart piston. During removal, the surgeon found that the prosthesis had extruded out of the footplate and off of the incus. According to the surgeon, based on the condition of the site. There appeared to be an allergic response. No device malfunction claim has been made. Two atempts at obtaining further info have been made with no success. No product has been returned to gyrus ent for evaluation. Nickel sensitivity is a known contraindication for the smart piston.